Event description:
To summarize this event, the 6f amplatzer torqvue 45 delivery system sheath tip detached and became stuck between the two discs of the amplatzer muscular vsd occluder.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of 09/08/2009, "I corrected the central mitral regurgitation using a carpentier-edwards physio ring. So the ring was placed of size 28, and left atriotomy was closed. Aortic crossclamp was release, and an attempt was made to take the patient of cardipulmonary bypass. After coming off bypass, I did realize that there was still a significant amount of mitral regurgitation, mainly because of the calcified leaflets, which were not coapting properly. So I had to crossclamp the aortic again, and 2nd time after opening back the left atriotomy, I did replace the mitral valve..."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.